Event description:
The customer reported that the device displayed a message that the test load was attached, when it was not, as well as an associated qcpr test failure. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.